Event description:
The customer reported the system's automatic exposure control was not working properly and the system exhibited a system lock up. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.